Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance on multiple occasions due to low blood glucose. The customer had called 911 for low blood glucose readings for the past 2 years. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed. Customer states that the pump is cracked, it's not alerting her for low doses, and her health care professional stated that there were boluses in pump memory that she never initiated, and her carbs were not correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal  operating currents and passed the self test, unexpected restart error test, displacement test, rewind,  basic occlusion test, occlusion test, prime test, excessive no delivery test, and  the delivery accuracy test.  Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen and carelink pro report. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or history anomaly noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.